Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was 296 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No excessive "no delivery" alarm during testing. The insulin pump passed prime/compromised force sensor system test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.